Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the delivery issue was most likely patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 69-year-old male noted as high risk percutaneous cardiac insertion was unsuccessfully implanted with an impella cp device for mechanical circulatory support. It was reported that the medical team attempting the impella implant had difficulty with delivery due to the patient's tortuous and calcified anatomy of left femoral artery.